Event description:
It was reported the drg leads migrated and was unable to provide effective coverage. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated.

Manufacturer narrative:
The l3 lead is no longer reportable as there was no issue.

Event description:
Additional information received indicated the l3 lead was not revised and left implanted as there were no issues.